Manufacturer narrative:
The reported event was not confirmed. Visual examination noted burn marks on device¿s can from exposure to electrosurgical cautery. User¿s manual indicated that electrosurgical cautery can inhibit the pulse generator operation. Device was received in backup mode with battery voltage at eri level. The backup condition was triggered by transient low battery voltage consistent with exposure to electrocautery during explant procedure. Device was restored out of backup vvi mode. Analysis performed at nominal settings didn¿t find any anomaly other than voltage being at eri level. Device¿s output was stable throughout the entire tests. Longevity assessment was performed, and device has met the projected longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine generator change out procedure. During the procedure, when the device was removed out of pocket, the pacemaker inhibited pacing. The device was explanted and replaced successfully. The patient was in stable condition.